Manufacturer narrative:
Based upon the clinical evaluation, non-device related type ii endoleaks, a type iiib endoleak, rupture and associated patient complications were confirmed. There were suboptimal imaging studies available for this review. Using the sizing sheet as an assessment tool, product use was congruent with the IFU. Cautionary product use conditions that might have contributed to this complaint included: patent lumbar and inferior mesenteric arteries; conical neck; moderate-severe calcifications bilateral iliacs; and, tortuous iliac arteries. At twenty months, aortic remodeling of the aortic neck was evident, which might have been influenced by 2-3 cm unprotected infrarenal vessel due to the single component system. Prior to fourteen months post implant, there was evidence to support a past type ii endoleak and the first secondary procedure of an inferior mesenteric artery plug. Fourteen months post implant, there was evidence to support three type ii endoleaks: a persistent type ii endoleak from the ima, a mid-body, right lateral endoleak; and, a distal posterior endoleak. All areas were enhanced on delayed imaging. There was no evidence of treatment at this time. At nineteen months post implant, there was evidence to support sac growth. All three type ii endoleaks were still present, however, the mid body endoleak appeared to be more voluminous. The aortic neck prior to the stent appeared to be more angulated, but there was not a type ia endoleak present. Twenty months post implant, the reported difficult deployment (second subsequent procedure), rupture, explant, attempted conversion and death were substantiated. The tortuosity of the iliac arteries might have contributed to the difficult deployment. The focal stenosis and angulation of the exposed aortic neck might have contributed to the suprarenal rupture. A type ia endoleak and type iiib endoleak were negated by the submitted imaging studies. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although off-label-use with moderate-severe calcification at the bilateral iliacs and tortuous iliac arteries could contribute to, or cause, a type iiib endoleak. The focal stenosis, anatomical remodeling, and angulation of the exposed aortic neck might have contributed to the event. The impact imparted by deployment difficulties, aorta dissection, use of the coda ballooning and deployment of the palmaz stent (non-endologix device) could not be determined, but likely had an impact in the overall outcome. The untreated type ii endoleaks would be expected to have an impact on disease progression and would likely contribute to sac expansion. The untreated type ii endoleaks and the type iiib endoleak were potential contributors to the ultimate rupture that prompted surgery. The patient died during remedial, four hour surgery, cause of death unknown.